Event description:
Event description cpi received information that this unipolar lead was removed from service. An invasive procedure was performed and the physician elected to remove the lead, the reason for removal is unknown.